Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2015 the patient had a type 1b endoleak from the right limb of the main body, the physician implanted a limb stent to seal the endoleak. A follow up computed tomography (CT) on (B)(6) 2017 showed a type 1b endoleak of the left limb. The physician elected to implant a non-endologix palmaz large vessel stent and an ovation limb extension to seal the leak. During the procedure an angiogram confirmed a type 1b endoleak at the completion of the procedure there was no visible endoleak.

Manufacturer narrative:
Based upon the available information, the root cause of the type ib endoleak was likely due to patient anatomy. Poor apposition of left iliac limb at implantation was noted in operative report. There were no device or procedure-related issues noted. At the completion of the clinical evaluation, there was evidence to support the following reported events: enoleak type ib of the left iliac limb, placement of a palmaz stent in the left iliac limb, and a secondary procedure with an ovation limb extension for endoleak resolution. Device was not returned, therefore, sample physical evaluation was not completed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.